Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the user tried to puncture the right juglar vein but could not aspirate blood. The user suspected the vessel was not optimal and changed the insertion site with the same puncture needle. During this puncture attempt, the user punctured the left jugularis with the same result - no blood could be aspirated. The user noticed the hub of the needle had several cracks. After the user noticed the cracks at the hub, they decided to stop the puncture and no new attempt was performed. When the patient was transferred to another ward, the patient had a bilateral hematoma at the puncture sites. The patient's condition was reported to be fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned an 18 ga introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the needle. Visual analysis revealed one large crack and two smaller cracks in the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, only air entered the syringe body. When the syringe and needle were used to expel water, water leaked from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986.a device history record review was performed, and no relevant findings were identified. The reported complaint cracked needle hub was confirmed by a complaint investigation on the returned sample. The returned introducer needle contained three cracks in the hub. A device history record review was performed, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the user tried to puncture the right juglar vein but could not aspirate blood. The user suspected the vessel was not optimal and changed the insertion site with the same puncture needle. During this puncture attempt, the user punctured the left jugularis with the same result - no blood could be aspirated. The user noticed the hub of the needle had several cracks. After the user noticed the cracks at the hub, they decided to stop the puncture and no new attempt was performed. When the patient was transferred to another ward, the patient had a bilateral hematoma at the pucnture sites. The patient's condition was reported to be fine. No medical intervention was required.